Event description:
Complaint received reporting component/plug issues with use of a1009 7" smallbore ext. Set w/ remv mc, nano clave t-conn. The initial info received reports during "MRI infusion through the microclave on the a1009, the silicone on the nano popped out...". The devices were removed, replaced. There were no reported adverse pt/operator consequences. Device return" one used a1009 smallbore ext. Set w/ remv mc, nano clave t-conn; one used medrad MRI kit. Device testing and investigation is in progress.